Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received the sample for evaluation. Visual inspection confirmed the reported condition. There were three markings found on the cassette with embedded particulate matter of size 0.15 sq mm, 0.1 sq mm and 0.1 sq mm. Per specifications, particulate matter that is less than 0.6 sq mm is considered acceptable. The root cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a stain was found in the tube of an automated peritoneal dialysis set. The stain was found prior to use. There was no patient involvement. No additional information is available.